Manufacturer narrative:
Investigation description. Complaint could not be confirmed. A visual inspection of the display screen was performed; no visible cracks or damage were found. All menus were navigated through with no issues. No fault was found with the device; it performed as intended while testing.

Event description:
It was reported that the ilet pump¿s touchscreen developed a crack in the top right corner of the display, discovered by the user while at work, with the device remaining operational and the touchscreen responsive. Symptoms included no injury. Outcomes included no interruption of therapy, no alarms, and continued usability, with a proactive replacement arranged and the original device to be returned. Investigation included collection of user statements and device history review pending return. Investigation of this case revealed physical damage to the screen with no associated functional failure of the user interface or pump operation. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from unspecified external impact or stress.